Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to MiniMed that the customer experienced a Replace Battery Now alarm, Pump Error 63(Hardware low level failures), Battery Failed alarm, and a blank display on the pump. The customer reported no adverse event. The event involved product(s) MMT-1884. Troubleshooting was performed; the customer was advised to clear alarms and install a new battery per Instructions for Use, which resolved the Replace Battery Now alarm. For Pump Error 63, the customer was advised to disconnect from the pump, successfully cleared the alarm, completed a rewind, was assisted in checking settings, programmed a 0.2 unit Fill Cannula into the air which was recorded in Daily History, and performed a Self Test which the pump passed. For the blank display, the customer confirmed the display returned within 30 seconds, the battery cap was not damaged or corroded, and the customer was advised to monitor the product and blood glucose levels. The customer declined further troubleshooting for the Battery Failed alarm. No harm requiring medical intervention was reported. No product return is required for MMT-1884.